Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the device would not power up and it was attributed to the main printed circuit board (pcb) being contaminated. It was additionally noted that the upper case was broken, the lower case, the encoder assembly, one knob, the display flex, the display frame, one tube, four display frame screws, one case screw, six main pcb screws and the keypad flex were contaminated, the display wires were pinched but the wire insulation was not compromised and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved and it passed its final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.